Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 3007963827-2015-00034. This bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records for the related components and there no deviations or anomalies seen. The devices involved were verified for compatibility with no issues noted. This device is used for treatment. Primary operative notes state the patient underwent left total knee arthroplasty due to degenerative joint disease with a varus deformity. The knee was noted to track well with trial components with no lateral subluxation or lift-off. The cement was applied to the undersurface of the implants and to the bone once it had reached the appropriate doughy consistency and the knee was held in full extension until the cement cured. The operative notes stated there were no apparent complications. Operative notes from the first revision surgery state that the patient was revised due to mechanical loosening of the tibia. The femoral component was also revised but was not indicated to be loose. The description of the procedure suggests that the femoral component was revised to provide better access to the tibial component. It was noted that the tibial component was removed rather easily. The patellar component was noted to be well-fixed and was not revised. Per the nexgen cr, ps, cra, lps, and lcck package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to pain and loosening.